Event description:
The report received from the (B)(6) study indicated that the patient was enrolled in the study and had a precise 8 x 40 stent successfully implanted in the ostial left internal carotid artery (lica) target lesion during the study index procedure. A 6 mm. Angioguard embolic protection device was used for the procedure. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The day after the procedure, the patient was reported to have experienced an ischemic stroke. The onset was gradual. The event was reported to be unrelated to a cordis product and was related to the procedure. The relationship to anticoagulation was unknown. The recovery was full with no deficit. The patient was discharged nine days after the procedure. The patient was asymptomatic for the procedure. The ostial lica target lesion was reported to be: an 80% stenosis, 19.8 mm. In length, absent of thrombus, 8 mm. Reference diameter, and not calcified/tortuous. The lesion was pre-dilated. The residual stenosis was 20%.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that the patient had a tia approximately one month after having stent placed in the ostium of the left internal carotid artery. The patient had full recovery with no residuals and it was noted to be unrelated to a cordis product/procedure. The report received from the sapphire study indicated that the patient had a precise 8 x 40 stent successfully implanted in the ostial left internal carotid artery (lica). An. Angioguard embolic protection device was used for the procedure. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The day after the procedure, the patient was reported to have experienced an ischemic stroke. The onset was gradual. The event was reported to be unrelated to a cordis product and was related to the procedure. The relationship to anticoagulation was unknown. The recovery was full with no deficit. The patient was discharged nine days after the procedure. The patient was asymptomatic for the procedure. The ostial lica target lesion was reported to be: an 80% stenosis, 19.8 mm. In length, absent of thrombus, 8 mm. Reference diameter, and not calcified/tortuous. The lesion was pre-dilated. The residual stenosis was 20%. The patient's medical history includes hyperlipidemia, diabetes mellitus, coronary artery disease and hypertension with high risk criteria of a previous cea with recurrent stenosis. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15621762 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.